Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 reported devices were received for evaluation; the event was duplicated during testing. Evaluation found missing components upon disassembly. The devices are not repairable and was not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices disassembled. There was patient involvement with one reported event and no patient involved with one reported event; no patient impact.